Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lost light transmission, had a fiber breakage in the lighting guide and had a bad image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4#1, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent on the objective frame, dent on the outer tube, the image was found to be bad. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Failed light transmission testing caused by a defective cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.